Manufacturer narrative:
Concomitant medical products: 4068-45, lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. It was further reported that the implantable pulse generator (ipg) was not capturing as it should be and that it would spike and then wouldn't capture for a little bit. The ipg remains in use. No further patient complications have been reported as a result of this event.